Manufacturer narrative:
Device received, inv in progress: the impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Aic cord appears frayed and only charges at certain positions, aic to aic transferred performed. Aic removed from service and sent to biomed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. No problems were found with the aic related to the reported issue of the power cord appearing frayed and charging only in certain positions.

Manufacturer narrative:
D4: corrected the lot number and UDI. D9: added devices return information, this was omitted in follow up 1 in error. H3: updated.